Event description:
It was reported that the customer had a low blood glucose level of 47 mg/dl. Customer stated that the sensor did not go off. Customer treated with a fruit drink and ate lunch. Customer stated that she is low because she waited too long to eat lunch. Customer stated that she is also dieting and working with her health care provider. Customer's blood glucose level is now 104 mg/dl. Customer's sensor glucose reading is 104 mg/dl. Customer was making the bed when she went low. Customer checked the site and it is fine. Customer is concerned that the alarm is not on. Threshold suspend was set to 70 mg/dl. Customer was assisted with changing the settings. Customer was offered troubleshooting for the sensor issues. Customer was advised on proper calibrations. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.